Manufacturer narrative:
Leakage testing confirmed the customer's report as fluid leakage was observed from the piston of the smartsite, closer inspection identified the smartsite to be oval in shape. The root cause of the oval shape to the smartsite component is exposure to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head. A review of the manufacturing process, storage conditions and the sterilization process has not found a potential root cause for this level of excess heat. No lot number was provided to aid the investigation into this issue.

Event description:
The feedback suggests that a leakage of omnipaque contrast occurred during clinical use.

Manufacturer narrative:
(B)(4) no 510k this is an international code- the model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that multiple undocumented incidents of leaking from the needleless port during contrast pressure injection in radiology. Mostly the issue occurs at the start of the injection; however, occasionally some contrast does run through first before tripping the pressure alarm.